Event description:
A simplygo device was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burnt main pca. In conclusion, the device's pca was replaced to address the issue. Additionally, during the service of the device, several issues were found: the sieves were clogged, the exhaust muffler was damaged, and the front enclosure required replacement because of its burnt display and faulty power connector. The inlet filter was also replaced for preventive maintenance. The device passed all final testing. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.